Manufacturer narrative:
(B) (4) (medical surgical intervention required). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was intended to be implanted in a patient with pancreatic cancer and jaundice on (B) (6) 2010. According to the complainant, during the endoscopic retrograde cholangiopancreatography procedure, the stent was implanted in an ¿improper position¿. An ¿error in the deployment system of the stent¿ caused the stent to be implanted too far within the intrahepatic biliary radicles. The event was resolved by surgical removal of the stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was intended to be implanted in a patient with pancreatic cancer and jaundice on (B)(6), 2010. According to the complainant, during the endoscopic retrograde cholangiopancreatography procedure, the stent was implanted in an "improper position". An "error in the deployment system of the stent" caused the stent to be implanted too far within the intrahepatic biliary radicles. The event was resolved by surgical removal of the stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported to boston scientific on (B)(6), 2010: the patient's identifier is reported as aaer. The patient's anatomy was not tortuous, nor dilated prior to stent implantation. The stent was intended to be implanted in a three centimeter stricture, within the patient's lower common bile duct. The stricture was measured via fluoroscopy and the stent was the correct size for the stricture. During the procedure both fluoroscopy and direct visualization with the endoscope were utilized. The stent was able to be passed into the intended anatomical location with no resistance. The physician felt that the stent was in the correct anatomical location before deployment was attempted; however while deploying the stent, the stent prematurely deployed before the sheath crossed the point of no return and then migrated to the left hepatic branch. The following day, on (B)(6), 2010, the patient underwent surgery. The patient's left hepatic duct and stent were successfully removed with no complications. The physician is not planning on implanting another stent. The patient is currently hospitalized, but reported to be in "normal" condition.

Manufacturer narrative:
(B)(4). Surgery; hospitalization.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was intended to be implanted in a patient with pancreatic cancer and jaundice on (B)(6) 2010. According to the complainant, during the endoscopic retrograde cholangiopancreatography procedure, the stent was implanted in an "improper position". An "error in the deployment system of the stent" caused the stent to be implanted too far within the intrahepatic biliary radicles. The event was resolved by surgical removal of the stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported to boston scientific on june 9th and june 28th, 2010: (B)(6). The patient's anatomy was not tortuous, nor dilated prior to stent implantation. The stent was intended to be implanted in a three centimeter stricture, within the patient's lower common bile duct. The stricture was measured via fluoroscopy and the stent was the correct size for the stricture. During the procedure both fluoroscopy and direct visualization with the endoscope were utilized. The stent was able to be passed into the intended anatomical location with no resistance. The physician felt that the stent was in the correct anatomical location before deployment was attempted; however while deploying the stent, the stent prematurely deployed before the sheath crossed the point of no return and then migrated to the left hepatic branch. The following day, on (B)(6) 2010, the patient underwent surgery. The patient's left hepatic duct and stent were successfully removed with no complications. The physician is not planning on implanting another stent. The patient is currently hospitalized, but reported to be in "normal" condition.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. There were no issues with the profile of the deployed stent. The outer sheath had been retracted proximal to the limit markerband. During analysis, there was no issue with the movement of the outer sheath along the shaft. As the deployment threshold had been exceeded, this would allow the stent to fully deploy. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. The dfu / product label states "predilatation of the biliary stricture, with a balloon catheter or appropriate dilator, may be performed prior to stent implantation at the option of the physician." However, the complaint states that the lesion was not dilated prior to stent implantation. This could be a potential contributing factor to the complaint incident. Based on the evaluation conducted, no definitive root cause could be confirmed.